Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024 from a customer in malaysia. It was reported that on march 11th 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3 showed a self test fail after start up. Ventilation cannot start. Technical event:233003 or/and technical event:233004 appears (autozero error qaw/paw). The autozero tests (service software, component tests) fail. According to preliminary analysis performed, the leakage check (performed after standby - start ventilation transition, after 3 breaths and every 24h) has failed. The the root cause associated to the reported issue could be related to: -leaking or defective proximal autozero valve (technical event:233003 and 233004) -leaking or defective distal autozero valve (technical event:233004). Accordingly, the following correction may be considered: - check the proper functioning of the autozero valves in service software, component tests, binary valve 2106 and autozero test 2109. - replace pressure sensor assembly. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024 from a customer in malaysia. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3 showed a self test fail after start up. Ventilation cannot start. Echnical event:233003 or/and technical event:233004 appears (autozero error qaw/paw). The autozero tests (service software, component tests) fail. According to preliminary analysis performed, the leakage check (performed after standby start ventilation transition, after 3 breaths and every 24h) has failed. The the root cause associated to the reported issue could be related to: leaking or defective proximal autozero valve (technical event:233003 and 233004) leaking or defective distal autozero valve (technical event:233004) accordingly, the following correction may be considered: check the proper functioning of the autozero valves in service software, component tests, binary valve 2106 and autozero test 2109. Replace pressure sensor assembly as per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.